Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. A manufacturing record evaluation was performed for the finished device 18464 number, and no non-conformances related to the malfunction were identified. See attached.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2023 b3: only event year known: 2023. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient underwent surgery that was 68 yo male patient with history of hypertension, gerd, hiatal hernia, copd, hypothyroid, and bph. Records indicate patient had a size 17 linx implanted to treat gerd in 2018 and he did well with the implant until he began experiencing intermittent epigastric and right upper and lower quadrant pain five years later that worsened with eating. Imaging revealed a discontinuous device and patient underwent a robot assisted paraesophageal hernia repair with toupet fundoplication with linx removal. Records indicate patient was re-admitted due to post-op pain, but was discharged doing well on a regular diet.